Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and both clip arms were bent, however, there were no signs of a clip activation found. The reported event of clip could not be deployed was not confirmed. Investigation found that the device returned with the clip assembly attached and both clip arms were bent, however, there were no signs of a clip activation found. Also, regarding the analyzed condition of the clip arms being bent will be concluded since this could have been caused by the amount of tissue grasped during the usage of the device. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.